Event description:
A medtronic representative reported that, while in a cranial procedure, a site navigation system unexpectedly exited. Upon re-entering the software they found the surgical plans were no longer present. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software log data from the date of the event was reviewed. The logfiles do not contain any information that would provide insite into why the system unexpectedly exited.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site, reported the navigation system was used for a subsequent procedure without issue. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.